Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead was capped on (B)(6) 2023. Additional report of rising impedance was also received. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Possible noise or loc was reported on this rv lead. Lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.